Event description:
The customer reported that during a procedure on a spectra optia device the operator observed the complete wheel missing on the sampling line. Per the customer, they put a manual clamp on the line to carry out the procedure and purge the machine. No medical intervention was required. Patient information is not available at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The final fluid balance was calculated as 102% and no volume issues occurred. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a procedure on a spectra optia device the operator observed the complete wheel missing on the sampling line. Per the customer, they put a manual clamp on the line to carry out the procedure and purge the machine. No medical intervention was required. Patient information is not available at this time. The collection set is not available for return because it was discarded by the customer.